Event description:
During service the baxter tech reported 3 batteries discharge below threshold.

Manufacturer narrative:
The pump was serviced at customer location. Eval was completed on 10/12/05. During service the baxter tech reported 3 batteries discharge below threshold. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue.